Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced left heart failure due to aortic valve insufficiency, and that bed rest was required. The patient was admitted to the hospital on (B)(6) 2016 due to left heart failure secondary to aortic valve insufficiency. No additional information was provided.

Manufacturer narrative:
Device evaluation: a specific cause for the reported event and a direct correlation to the device could not be conclusively determined. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the doctor suspected patient degeneration and it was reported that it was probably associated with ascending aorta blood transmission and aortic valve opening insufficiency. It was also reported that the patient's left heart failure which was due to aortic valve insufficiency was probably related to the left ventricular assist device. The patient ultimately received a routine heart transplant on (B)(6) /2016 and the pump was returned for evaluation.